Event description:
Customer cut self while activating direct check quality control material while not using protective sleeve required to activate quality controls. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. Method: no product returned from user facility. Results: customer complaint could not be confirmed. Conclusions: no conclusion can be drawn.